Event description:
It was reported that the surgeon inserted a +16.0 diopter cq2015a three piece collamer lens and the lens was torn by the injector during insertion. The lens was removed without any pt incident.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval, however, the lens was returned and evaluated. There was tears in the optic, a haptic was torn off and a piece of the lens was torn off and missing. Additionally, there was a clear surgical residue on the lens. H6. Eval codes, method: lot order search. A lot order search was performed and one similar complaint was found. Conclusion: a multifunctional learn investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.